Event description:
Customer reported on (B)(6) 2014, the device was alarming during rewind/prime sequence. Customer's blood glucose was 141 mg/dl. Alarm and possible causes were explained. Customer was advised to disconnect and reconnect the reservoir and infusion set. Customer was advised to program a bolus into the air, bolus recorded on the bolus history. Customer stated a bolus was not programmed before the alarm. Customer reported that a month prior to call, he was having low blood glucose and wanted to know if the device had something to do with it. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump alarmed a64 due to faulty y1/rf board. The device was monitored for 24 hours no a64 alarm noted. The device received with cracked reservoir tube lip, minor scratched lcd window, and stained end cap sticker.